Event description:
It was reported that tip detachment occurred. The target lesion was located in the left anterior descending artery. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the tip of the device fractured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left anterior descending artery. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the tip of the device fractured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable. It was further reported that the target lesion was moderately tortuous and moderately calcified with 80% stenosis and the device was removed by simply pulling it out.